Manufacturer narrative:
Other applicable components are: product ID: 8709sc, serial# (B)(4), product type: catheter. Analysis of the 8637-40 found overinfusion, undetermined root cause. During analysis testing, the pump was found to be overinfusing by more than 14.5% at standard test conditions and typical therapeutic rate (300 ul/day). Analysis of the 8709sc found catheter sc connector coring/tears/cuts in seal which met leak criteria.

Event description:
Information was received was received from a healthcare professional via a company representative in regard to a patient receiving baclofen 1,446 mcg/ml at 534.3 mcg/day, morphine 13.5 mg/ml at 4.989 mg/day, and bupivacaine 8.1 mg/ml at 2.931 mg/day via an implantable infusion pump. The indication for use (IFU) was listed as intractable spasticity and spinal cord injury/spinal cord disease. It was reported that there was a suspected possible overinfusion. The pump was replaced on (B)(6) 2016. The issue was not resolved at the time of report. The patient's status at the time of report was alive - no injury. The event date was unable to be obtained.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer reported a delivery failure that resulted in overdose, failure of therapy, withdrawal, hospitalization, and explant surgery on (B)(6) 2016.

Manufacturer narrative:
No further overinfusion testing is required. The analysis lab performed internal bleaching steps and added that data into basic analysis. The analysis lab has finished out the destructive analysis. Destructive analysis was performed, no further anomalies were found. Analysis is complete. Current analysis coding will remain unchanged. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.